Manufacturer narrative:
The technician found the right foot siderail latch mechanism was rusted. It appeared fluid had entered the center arm assembly of the latch mechanism. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right foot siderail latch mechanism to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right foot siderail would not latch. The bed was located in the warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).